Event description:
This supplemental report is being filed to provide additional information that there was an invasive procedure done. The system's electrode was explanted and replaced. This pulse generator remains implanted. There were no additional adverse patient effects. It was reported that this patient recently received multiple inappropriate shocks due to oversensing of lower signal amplitudes. The shock impedance at the time is considered low and out of range. At this time the system is still currently in service. No adverse events were reported at this time.

Event description:
It was reported that this patient recently received multiple inappropriate shocks due to oversensing of lower signal amplitudes. The shock impedance at the time is considered low and out of range. At this time the system is still currently in service. No adverse events were reported at this time.